Event description:
The distributor reported that the packer/chang iol cutter broke in the pt's eye while cutting an iol. The broken piece was removed without injury to the pt.

Manufacturer narrative:
At the time of this report, the device had not been returned to perform an eval.